Manufacturer narrative:
The second xience v 3.5 x 28 mm (part# 1009530-28/lot# 9060341) mentioned is being filed under the same manufacturer number.

Event description:
Reporting status: death. Reporting rationale: the patient died. Device issue: no device malfunction has been reported. It was reported that the patient had been diagnosed with triple vessel disease. The left anterior descending artery (lad) was the first vessel to be treated; however, it was totally occluded and after almost and hour of procedure time finally failed. The left circumflex (lcx) was the second treated vessel and had almost 50% stenosis in the middle of the site. Two xience v stents, a 2.75 x 28 mm and a xience v 3.5 x 28 mm were implanted in the target vessel. The right coronary artery (rca) was the third treated vessel. There was almost 80% stenosis in the proximal rca. Another company's drug eluting stent was implanted. Within five (5) hours in the same day, the patient's condition worsened and the patient had low blood pressure. Angiography revealed that there was no blood flow in the treated left circumflex. The right coronary artery still had blood flow. Since the patient's condition was bad, CPR was started and the patient underwent a coronary artery bypass graft (CABG). After CABG, the patient's condition did not improve and the patient expired in 2009. The physician assumes that there must have been acute thrombosis in the left circumflex vessel caused by the drug eluting stents that were implanted. No additional event or patient information is available.